Event description:
It was reported that, during an unspecified surgery, the metal ring at the tip of a plunge guard broke while in use. The allegation did not affect the case. The patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was returned for investigation. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history review found a similar report as this was the only complaint for the reported issue, this issue will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions for using the plunge guide. This failure is an identified failure mode within the risk file. A relationship between the device and the reported event could be established. Visual inspection confirmed the cause of the guard's failure was an insufficient amount and improper location of the epoxy that holds the tip onto the barrel. Epoxy was present on the flange but not on the outer diameter of the barrel tip. The small epoxied flange area holds the tip in place alone. An increased amount of epoxy that comes down onto the barrel of the tip should be used. The probable cause of the issue was manufacturing process error. Per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the reported event did not result in patient injury. Therefore, no further medical assessment is warranted at this time.